Manufacturer narrative:
The device intended for use in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. Probable root causes include skin preparation, or application issues, IFU offers further guidance. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history file contains related events. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the customer received faulty dressings where the dressing curls when opened and is unusable; no case reported; therefore, there was no patient involvement.